Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
Clarification to h.6: e2403, f26 and a25 should not have been included since capsular contracture, baker grade iii is still valid. Additional, changed, and/or corrected data: a5, a6, b5, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; possible rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and possible rupture. The device remains implanted.